Manufacturer narrative:
(B)(6) . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered high impedance alerts and was exhibiting fluctuating pacing impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.